Event description:
The event is reported as: complaint alleges that the trach-vent+ has two "sharp" edges at the skin-side and the trach-tube inlet side. Both sides are at the same level as the o2 port inlet. These sharp edges are in constant contact with the skin and causes skin irritation. No serious injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.